Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. FDA notified?: the initial reporter also notified the FDA via medwatch # mw5115154 a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ infusion set j-loop wouldn't flush on the second port due to blockage. The following information was provided by the initial reporter: "j loop not flushing at second port"

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint that the sample could not flush could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10

Event description:
It was reported that the unspecified bd¿ infusion set j-loop wouldn't flush on the second port due to blockage. The following information was provided by the initial reporter: "j loop not flushing at second port"